Manufacturer narrative:
G2, g3 and h6 fields updated. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, ca-2014-0284 for ail.

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices, this lvp needs to be checked for recalls and made operational. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly with keypad, bezel assembly, ail assembly, rear case assembly, membrane frame , left and right iui. Lvp bezel post recall completed. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for iuis, (B)(4) for ail.

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices, this lvp needs to be checked for recalls and made operational. No additional information was provided. There was no patient involvement..

Manufacturer narrative:
H7 & h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly with keypad, bezel assembly, ail assembly, rear case assembly, membrane frame , left and right iui. Lvp bezel post recall completed. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly. A review of the device history record in sap for sn 12861229 was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices, this lvp needs to be checked for recalls and made operational. No additional information was provided. There was no patient involvement.